Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
Additional information: the returned handle was evaluated. The torque output was confirmed to be below the acceptable limit. The cause cannot be definitively determined, but typical contributors include spring relaxation, wear to critical components, and a breakdown of internal lubrication over multiple uses. A review of the manufacturing records did not identify any issues which would have contributed to this event.